Manufacturer narrative:
Date sent to the FDA: 08/26/2021. Additional b5 narrative: it was reported that the patient experienced adhesions, inflammation and pain following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2018 during which the surgeon noted that a right inguinal meshoma had occurred. The surgeon had to remove the meshoma in a piecemeal manner. No additional information was provided.